Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported right side rupture. The device has been explanted.

Event description:
Patient experienced pain.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on may 06, 2020 with lot number 2358268. Visual analysis of the returned device identified: the device was broken shell, missing shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken crease sharp, more than three openings striated, nicks striated, stress marks and wear abrasion. Based on the device analysis the final assessment is: broken crease sharp in the side posterior assessed as fold flaw opening. More than three openings striated in the side radius/anterior assessed as surgical damage. Missing shell assessed as inconclusive. Nicks striated assessed as surgical tool scratch like.